Manufacturer narrative:
Additional narrative: correction: it was documented in the initial medwatch report that the date of manufacture (dom) was ((B)(4) 2015). The dom ((B)(4) 2015) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during trepanation of the skull it was observed that trephine device (codman) would not stop spinning and the trepan head disconnected from the compact speed reducer device and the motor device and penetrated into the patient's brain. It was further reported that the motor device did not disengage. It was reported that there was a greater than 30-minute delay in the procedure due to the event. There was patient involvement reported. It was reported that the procedure was completed by removing the trepan head manually and gaining hemostasis on the cerebral cortex. It was reported that there was a cerebral contusion at the surgical site, and the patient had some language disorders post-operatively which may have been related to a tumor that was being operated on. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The compact speed reducer device was evaluated and the reported condition that the that the trepan head was disconnected from the compact speed reducer could not be confirmed. An assessment was performed and the device passed all assessments. During device evaluation, the actual compact speed reducer device and the motor device were functionally tested with a codman perforator device, performing five (5) perforations. In each of the perforations, it was observed that the perforator successfully declutched (stopped spinning) when the inner burr penetrated the underlying surface. It was further observed that the perforator was successfully removed from the wood media after each perforation by pulling on the speed reducer device. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition in the last year; the review indicates the device has last been returned over a year ago. The review indicates there were no abnormalities or non-conformances identified. If additional information should become available, a follow-up report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.